Event description:
It was reported that prior to start of da vinci-assisted cholecystectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report 319 errors with universal surgical manipulator (usm)4. Site disabled usm4 to proceed with the case. Tse reviewed the logs and confirmed 319 errors for usm4. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.